Event description:
Caller reported that cartridge was not fitting properly on pump. There was no adverse impact to customer's blood glucose level. Technical support instructed caller to inspect various components of pump for debris or damage, but none was found. Caller attempted to reload original cartridge unsuccessfully. Technical support guided caller to discard original cartridge, fill and attach a new cartridge, and complete load process on pump, which resolved issue.